Event description:
After 9 months of implantation, this lead was explanted because of an infection. Note: the ela pacemaker that was attached to this lead was also removed and reported on an MDR.

Manufacturer narrative:
Method: since the device was not returned for analysis, the production history and sterilization records were reviewed. Results: the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.